Event description:
According to the initial information received, a 20mm amplatzer septal occluder was successfully implanted on (B)(6) 2011. A trivial posterior pericardial effusion was noted the same day. No further treatment was provided and the effusion resolved. Although this event does not meet the definition of an MDR, the FDA has requested all effusions to be reported.

Manufacturer narrative:
Aga medical could not evaluate the device involved in this incident since the device remains implanted.